Manufacturer narrative:
This report is submitted on august 11, 2022.

Event description:
Per the clinic, the device was explanted on july 08, 2022 due to head trauma. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on september 30, 2022.